Manufacturer narrative:
(B)(4). Corrections: a3a - sex: updated a6 - race: updated b3 - date of event: updated e4 - initial report sent to FDA updated from "no" to "yes" g2 - report source updated to "user facility". H6 - type of investigation: code 4115 removed.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. Uf/importer report # (B)(4) was received, stating: describe event or problem: perclose prostyle closure device sutures failed to engage, requiring open cutdown to finish procedure. Attempted to use a total of 5 perclose prostyle devices. What was the original intended procedure? Endovascular pair of abdominal aortic aneurysm ultrasound guidance needle right and left femoral artery repair of left femoral arteriotomy with a perclose preclosed technique for greater than 12 french sheath repair of right femoral arteriotomy with open repair. What problem did the user have (check all that apply): device malfunction - that is, the device did not do what it was supposed to do; it was reported this was an arteriotomy closure of bilateral common femoral arteries using the pre-close technique prior to a percutaneous endovascular repair of abdominal aortic aneurysm interventional procedure. The sutures of perclose prostyle devices were successfully pre-placed in the left common femoral artery (lcfa) using a sheath a 6f sheath. A 6f sheath was used in the right common femoral artery (rcfa). Reportedly, a cuff miss [suture retrieval issue] was noticed with five (5) prostyle devices that were attempted in the rcfa. The sheath was upsized to an 18f in the rcfa and to a sheath size greater than 12f in the lcfa. The endovascular repair interventional procedure was completed. Cut down surgery was performed to achieve hemostasis in the rcfa. The sutures of the pre-placed prostyles in the lcfa successfully achieved hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure as cut down surgery was performed to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and surgical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced in event are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous endovascular repair interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with four prostyle devices. The sheath was upsized to a 16f and the endovascular repair interventional procedure was completed. Cut down surgery was performed to achieve hemostasis there was no reported adverse patient sequela. There was a clinically significant delay in the procedure as cut down surgery was performed to achieve hemostasis. No additional information was provided.